Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had repeated false downstream occlusion errors during testing of water and the device was tested with a second standard set. The event happened at the dedicated covid-19 ward. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported false downstream occlusion error, which was reproduced during evaluation. A review of the event history log identified false downstream occlusion error as downstream occlusion messages. The cause was determined to be a downstream tubing guide being out of specification. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.